Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-sep-2015, an fse visited the customer to address the reported event. During servicing, the fse found the large syringe trying to compress fluid. The fse also found a clog between the stator face and rotor seal. The fse cleaned out the large syringe and lubricated the rods. Startup was performed without any issues and the customer ran controls with good results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was clog in the injection valve/rotor seal.

Event description:
On (B)(6) 2015, a customer reported syringe l error with load noise sample probe moves freely with their g8 analyzer. The customer was unable to run a1c diabetes patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.